Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board and unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify backlight display anomaly, off no power alarm due to blank display. The insulin pump had minor scratched display and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was moisture inside the insulin pump. The display was not very readable anymore. The text was very not sharp and the light was on all the time. The display was blank and the insulin pump fell out. Customer's blood glucose level was 7.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.